Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was selected for treatment. However, difficulties inserting the clip occurred. The clip prematurely opened and became caught in the silicone portion of the clip introducer. It was observed that the tip of the clip introducer was ripped. While attempting to retrieve the clip, the hemostatic valve of the steerable guide catheter (sgc) was observed to be cracked. Therefore, the sgc and the clip were removed and replaced. A new scg and a new clip were inserted without issues. One clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported torn clip introducer was confirmed via device analysis. The reported difficult to insert clip, unintended movement associated with the clip opening prematurely, and retraction problem were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported difficult to insert the clip and unintended movement associated with the clip opening prematurely were unable to be determined. The reported retraction issue seems to be a cascading event of the reported unintended movement associated with the clip opening prematurely and procedural circumstances. The reported torn clip introducer was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.